Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter: occurred during a sleeve gastrectomy procedure. There was a problem loading the device. The stapler cartridge did not fire although the green lights were on. A new product was used but the same problem occurred again. It is unknown how the case was completed. Patient status is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 5 cm cut line. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media. Two staples were not placed. One staple observed to be extruded next to the pusher in a cartridge staple pocket, and tangled with an adjacent staple. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the back extruded staple may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.